Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant false upstream occlusion despite multiple attempts to remedy and despite no visible occlusions being observed at the critical care unit (ccu). Frequently alarming which interrupts the flow of continuous intravenous (IV) medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an "alarming "upstream occlusion" was not reproduced, however the evaluator found the ultrasonic sensor calibration values out of range. A review of the event history log revealed multiple upstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of range ultrasonic sensor. The sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.